Manufacturer narrative:
The returned torque handle was evaluated. Visual inspection found no device malfunction. Passed initial torque test, but others in the lot failed, resulting in recalibration of lot. Passed additional torque test after recalibrations. One non conformance was found during the device history review. This nc was a documentation nonconformance where some inspection steps were not properly marked on the record. The documentation was reworked and a note stating the lots were recalibrated was made. This ncr would not have contributed to the complaint event. There are no indications of manufacturing issues which would have contributed to this complaint event and the device was likely conforming when it left zimmer biomet¿s control. The alleged malfunction is unconfirmed as it passed torque test.

Event description:
T was reported that during the procedure two torque handles were providing inconsistent torque. There was no further surgical information provided however, it was reported that a closure top, tightened by one of the torque handles, was found to have backed out 3 months postoperatively. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2020-00177.

Event description:
It was reported that during the procedure two torque handles were providing inconsistent torque. There was no further surgical information provided however, it was reported that a closure top, tightened by one of the torque handles, was found to have backed out 3 months postoperatively. This is report two of two for this event.